Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored with routine follow-ups.

Event description:
New information received notes that based on review of the images provided to abbott, the conductors do not appear to be externalized.